Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The tfna fem nail 10 le 130° l340 timo15 (part # 04.037.055s, lot # h677686, mfg # 10-jul-2018) was received with the nail broken at the proximal hole where the helical blade/screw would be inserted. This is consistent with the reported complaint condition, thus confirming the complaint. The images were reviewed and was able to confirm that the nail was broken in situ. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Manufacturing location: monument, manufacturing date: 10-jul-2018, expiration date: 01-jun-2028, part number: 04.037.055s, 10mm/130 deg ti cann tfna 340mm/left ¿ sterile, lot number: h677686 (sterile). This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55 lot number: l885370. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h571503. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h634297. Part number: 21127, timoagri16.00, bp80 lot number: h637306. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that dr (B)(6) had to revise a patient as the nail had been broken. The initial procedure was on (B)(6) 2019. Revision took place on (B)(6) 2019. On (B)(6) 2019, the patient came in at the emergencies as she was fallen, this resulted in a subtrochanteric hip fracture. On (B)(6) the initial procedure was executed: tfna (left): complete anesthesia, osteosynthesis with a long intramedullary femur nail left with 2 cerclage wires. During the same procedure also a wrist fracture was treated. On (B)(6) 2019, the patient entered emergency care when it was discovered that the nail was broken. On (B)(6), because of the fracture of the cephalomedullary nail at a reversed oblique pertrochanteric hip fracture, an osteosynthesis with revision was executed. A new intramedullary femur nail was placed left after reaming (exchange nailing). Procedure was successfully completed. Concomitant device reported: unknown trochanteric femoral nail advanced (tfna) screw (part # unknown, lot # unknown, quantity # 1), unknown distal locking screws (part # unknown, lot # unknown, quantity # 2), unknown cerclage wires (part # unknown, lot # unknown, quantity # 2). This report is for one (1) 10mm/130 deg ti cann tfna 340mm/left - sterile. This is report 1 of 1 for (B)(4).